Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited high pacing impedance. No intervention was performed. The patient was in stable condition.